Manufacturer narrative:
The technician replaced the left foot and head casters to repair the stretcher.

Event description:
Information received indicates the casters are ratcheting at the foot and head end of the stretcher after the brake is set.